Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was selected for use; however, when preparing and moving the balloon on table, the shaft broke in half. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.